Event description:
Pt had revision surgery due to end of service. Prod analysis was performed on the explanted generator. End of service was confirmed based on battery voltage measuring. During testing, a transistor was found to exhibit an out-of-limit leakage current at test chamber temperature. These excessive currents could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction confirm that the eos condition was an expected event.